Event description:
Patient uses the whin 22 g1" safety huber to access his port daily. Developed a tear in his port site that went all the way to the implanted septum, from needle movement. Port had to be surgically removed and a new port implanted.